Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Replacement heads broke off in mouth / it does not rotate anymore, then it breaks [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had a package of oral-b precision clean brushheads and they broke off in his mouth while used with an oral-b rechargeable toothbrush, version unknown. He described that first, the replacement head did not rotate anymore, and then it would break; this had happened twice in a row now. He explained that, of a package of 6 replacement heads, he had 3 heads left. This was not the first time that he had used these particular brushheads. He asserted that he was not injured or hurt; no symptoms developed.